Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cgm error. During troubleshooting with tandem technical support the pump was reset, and the error was cleared. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully start a new sensor session.